Manufacturer narrative:
It was reported that this valve was replaced due to stenosis and regurgitation with calcification. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. There have not been any allegations of a quality deficiency related to the edwards valve. No further actions are possible with the available information.

Event description:
As reported, after implant duration of approximately three (3) years, this bioprosthetic valve had calcification which led to stenosis and regurgitation 2/4. For this reason, a valve-in-valve with a transcatheter heart valve was planned. The patient also had a cardiac tumor affecting right and left atrium which required a cardiac reconstruction and tricuspid valve replacement in the index procedure. No other details were provided.